Manufacturer narrative:
The product has now been received. The investigation is as follows. Alleged failure: during the placement of a shoulder anchor, it broke, with half of the anchor remaining in the bone and the other half outside the bone, for no apparent reason. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) use of excessive force, 2) bone too hard for anchor insertion. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the placement of a shoulder anchor, it broke, with half of the anchor remaining in the bone and the other half outside the bone, for no apparent reason. The department claims that the broken fragments remaining in the patient were removed. There were no clinical consequences for the patient.

Event description:
It was reported that during the placement of a shoulder anchor, it broke, with half of the anchor remaining in the bone and the other half outside the bone, for no apparent reason. The department claims that the broken fragments remaining in the patient were removed. There were no clinical consequences for the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broke probable root cause: process -inserter, implant, manufactured out of specification application -excessive force torquing anchor or lateral force applied during insertion -not enough axial force during insertion -use of wrong tap - improperly prepared hole -bone to hard for anchor insertion -bone not hard enough to maintain screw purchase -no pilot hole prepared the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the placement of a shoulder anchor, it broke, with half of the anchor remaining in the bone and the other half outside the bone, for no apparent reason. The department claims that the broken fragments remaining in the patient were removed. There were no clinical consequences for the patient.